Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they need to be reprogrammed because they haven't been programmed since surgery. Patient reported that the frequency of recharge is a lot more since about a month ago. Technical services(ts) redirected patient to hcp to request an appointment to get reprogrammed. Patient said they are having a lot of trouble charging the implant. Patient is not getting a connection as quick as they used to and it takes a long time to get the connection when they first try to start charging. Patient will be standing there for 5-10 minutes sometimes trying to get it to connect. Patient has lost 30 pounds since (B)(6) and doesn't know how the implant is sitting in her body. Patient can feel all the edges of the implant. Patient usually tries to stay connected in an upright position but any other movement like bending over or anything like that, they lose connection. Recharging time is about 30-45 minutes. Ts reviewed recharging and told caller that her recharge time is normal, thus the recharge is not an issue, but rather positioning of the recharge needs more attention.